Manufacturer narrative:
Product analysis upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. As received, all leaflets were in a partially closed position with a gap between the free margins. All leaflets were flexible with signs of creases. All commissures were intact. The frame was received in a crimped state. The valve was submerged in body-temp (approximate 37 celsius) saline. The valve expanded; however, appeared to maintain a compressed condition. It is possible the compressed state was associated with the valve being in the crimped state for an extended period of time. Due to the return condition of the valve, loading and deployment simulations were not performed. Conclusion: the device history record and frame record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed to assess both infolded valve and under expansion valve. In summary it states that ¿the infold of the first valve was likely related to the valve as it was reported the valve was loaded correctly and had a crown overlap was present not further than the fourth node. In addition, three media files and three static images were provided for review of this event. Fluoroscopy valve load inspection was performed, and overlap appears to barely reach node 4. Medtronic recommends to slowly rotate the capsule 360° while using ap, high resolution imaging at increased magnification for the inspection. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and dcs should be discarded, and a new valve should be loaded onto a new dcs. In this case, a video loop of the fluoroscopy valve load inspection would be required to properly assess the load. It was reported that a pre balloon aortic valvuloplasty was not performed prior to the valve implant. There is evidence of at least one recapture which might have also contributed to the infold reported. The infold was not obvious during initial deployment; however, it was evident during the second recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The implanting team followed best practices and a new valve was loaded and confirmed a good load, and was successfully implanted. The evolut pro+ valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. In this case, it was reported that per the physician, loading and calcium in the patient's anatomy may have contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (j084952), the valve was loaded onto the delivery catheter system (dcs) and fluoroscopy inspection revealed a crown overlap was present not further than the fourth node. The valve was implanted without performing a pre-balloon aortic valvuloplasty (bav). At 80% deployment, an infold was noted. The valve was recaptured and removed from the patient. A new valve (j098889) was loaded and fluoroscopy inspection revealed a crown overlap was present to the 3rd node. A pre-bav was performed with a 20 millimeter (mm) balloon. The valve was deployed. It was noted that there was under expansion of the valve. The valve was continued to be deployed until 80% and the expansion was checked in the left anterior oblique (lao) and right anterior oblique (rao). It was determined to place the valve. A post bav was performed with a 24 millimeter (mm) balloon with good result. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0011846923); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop23-29 (lot: 0011908611); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evproplus-29 (j098889); product type: 0195-heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infold because it necessitated loading a new valve. According to the physician, loading and calcium in the patient's anatomy may have contributed to the infold. It was reported that the second valve was still under-expanded when checked at 80% deployment.

Manufacturer narrative:
Updated: b5 and h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.